Manufacturer narrative:
Due to limited information available about each reportable event and lack of specific patient and product information in the literature article, one complaint case is being opened that is representative of all events from the referenced article. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Follow up attempt are not possible due to no callback number and/or email provided and no other means of communication with the study author available. Hence, due diligence cannot be performed. The reported events are being reported out of an abundance of caution.

Event description:
Abbvie became aware of the results of a clinical study identified as, ¿(B)(4) a comparison of fortiva and strattice tissue matrices in complex, ventral hernia repair¿. The clinical trial conducted a randomized, prospective, double-blinded study evaluating the efficacy of fortiva porcine dermis versus strattice reconstructive tissue matrix in 120 patients with large complex abdominal wall ventral hernias undergoing single stage repair. The study was sponsored by rti surgical and conducted between december 2015 and september 2023. Of note, in the adverse events tables under ¿all-cause mortality¿, 5 are reported in the strattice group in addition to hernia recurrences, pain and other adverse events reported in the outcome measures tables. There were no deaths directly attributed to strattice in this clinical study. The lot numbers associated with this complaint were not reported.